Event description:
It was reported that sometime after implantation of a vena cava filter, a CT scan demonstrated the filter hook outside the ivc wall. X-ray images demonstrated crossed filter limbs and filter tilt. The filter was retrieved successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned; however, one photo and several fluoroscopic images were provided. Axial CT and fluoroscopic images demonstrate at least two filter limbs and the filter apex extending outside the ivc wall. Several filter limbs appear to be crossed/entwined with each other. The filter appears to be tilted approximately 30 degrees. Based on the image review, ivc perforation, filter tilt, and crossed filter limbs can be confirmed. Per the reported event details, the vena cava filter was improperly deployed. Therefore, it is possible the manner in which the device was deployed contributed to the reported issues. However, the definitive root cause for this event is unknown.